Event description:
It was reported that pocket erosion of the device was observed. The device system was explanted. The patient was recovering.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.